Manufacturer narrative:
(B)(4). Additional concomitant medical products: femoral head sterile product do not resterilize 12/14 taper , pn 00801802802, ln unk; unknown cup, pn unknown, ln unknown; unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-05664, 0001822565-2018-06232. Reported event was unable to be confirmed. Three x-ray images were received and the review stated that the right hip arthroplasty components were anatomically aligned. No fracture, dislocation or subsidence were noted. Small focus of radiolucency along central aspect of acetabular component and the screw-metal bone interface was noted. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery 13 years post- implantation due to an adverse tissue reaction and elevated ion levels. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.